Event description:
It was reported that the user¿s pump was not charging until the protective case was removed, after which charging functioned normally. Symptoms included no adverse clinical effects and no change in blood glucose. Outcomes included no injury, no medical intervention, and no alarms. Investigation included troubleshooting and user education on proper charging practices. Investigation of this case revealed that the device was blocked from charging due to the case obstructing the charging connection, and normal operation resumed once the case was removed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use of accessories interfering with charging.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.